Event description:
It was reported that this implantable cardioverter defibrillator (ICD) appeared to deliver multiple inappropriate shocks during an episode of atrial fibrillation (af) with rapid ventricular response (rvr). Additionally, it was reported that electrograms (egms) for these episodes were not available for review. Technical services (ts) confirmed that these egms cannot be accessed via the consult communicator but are retrievable through an interrogator. This limitation is due to the communicators defined time window for data retrieval, which had been exceeded at the time of consultation. Furthermore, ts indicated that some events were not available for consult due to the length of previous events, which resulted in data overwriting. No additional adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
This product was not returned to boston scientific as it remains in service. As such, physical analysis has not been conducted in our laboratory. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, the "no problem detected" investigation conclusion code was selected based on lack of objective evidence of a device defect/malfunction and passing product record reviews.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) appeared to deliver multiple inappropriate shocks during an episode of atrial fibrillation (af) with rapid ventricular response (rvr). Additionally, it was reported that electrograms (egms) for these episodes were not available for review. Technical services (ts) confirmed that these egms cannot be accessed via the consult communicator but are retrievable through an interrogator. This limitation is due to the communicators defined time window for data retrieval, which had been exceeded at the time of consultation. Furthermore, ts indicated that some events were not available for consult due to the length of previous events, which resulted in data overwriting. No additional adverse patient effects were reported. This ICD remains in service.